Event description:
It was reported that ipg became inoperable to address this issue patient underwent surgical intervention where the ipg was replaced and postoperatively patient had effective therapy .